Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with the 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the patient initial implant was on (B)(6) 2015. Reportedly, a computed tomography scan revealed a proximal endoleak. The physician elected to implant a suprarenal aortic extension to correct the leak. The patient is reported to be doing well.

Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. Suboptimal medical documentation and no studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant imaging study. The assessment was based on three non-diagnostic movies. Patient factors that might have contributed to this event included the use of antiplatelet therapy. One month post implant, there was evidence to support a type ia endoleak, and a secondary procedure for which a 28 mm infrarenal cuff was placed. There was no imaging to establish the technical success of this confirmed secondary procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined. Cautionary product conditions that might have contributed to this event included the use of antiplatelet therapy.